Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not fire properly and then was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.